Manufacturer narrative:
(B)(4). Batch # t5dr70. Device evaluation summary: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present and cut there were no staples present, indicating that the device achieved a full firing stroke. Weld seam separation was noticed at the location of the battery which could have caused the battery not to seat correctly. But when a test battery was inserted in the product investigation lab, the battery stayed in position. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No conclusion could be reached on what caused the handle/shroud seam battery noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a colon resection, when they opened the device the battery fell onto the floor. Case completed with another device of the same product code. There were no patient consequences reported.